Manufacturer narrative:
Device evaluated by MFR: the returned device matches the upn number provided by the customer. Array was inspected and one of the splines was found detached from its collar. Device was inspected under microscope and residues of adhesive were observed in the collar and the back part of the spline detached which confirms that the spline was correctly glued. Insertion and withdrawal test passed, no resistance felt during test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a broken spline occurred a intellamap orion was selected for a rhythmia case in the right atrium, however as the physician was removing the orion catheter from the right atrium when he felt a resistance while passing through the non-bsc sheath. When the catheter was out, we noticed one of the spline of the orion was broken. The physician has the feeling he broke the catheter by pulling it out of the sheath, and doesn¿t think the orion was broken inside the patient. It seems there is no adverse events for the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken spline occurred a intellamap orion was selected for a rhythmia case in the right atrium, however as the physician was removing the orion catheter from the right atrium when he felt a resistance while passing through the non-bsc sheath. When the catheter was out, we noticed one of the spline of the orion was broken. The physician has the feeling he broke the catheter by pulling it out of the sheath, and doesn¿t think the orion was broken inside the patient. It seems there is no adverse events for the patient